Event description:
The customer contact reported that the blades on the male end of the ac power cord plug were melted. The device was returned to the biomedical department with an unsigned note that stated, "malfunction." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted the blades on the male end of the ac power cord plug were melted on the top sides. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2013. The power cord was received on (B)(4) 2013. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.